Event description:
It was reported that the bd syringe barrel / flange was damaged. The following information was provided by the initial reporter: material: unknown, batch#: unknown. Rcc received a complaint via email. Pt's mom reported she lost half of bottle of sildenafil suspension due to faulty syringe and/or adapter. Unknown if patient missed dose or experienced any adverse events. Unknown if product is available for return. Unknown if md aware. No further information, details, or dates available. Health code: 4582. Device code: 2964. Reference report: mw5176952.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Additional information: (h) medwatch. Investigation results: a complaint history check was not performed as the lot number is unknown for this complaint. A device history record review was not performed as the lot number is unknown for this complaint. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. The root cause was not concluded due to unavailability of batch information.